Event description:
It was reported that the patient underwent a urological procedure in 11/2006. On 12/21/2005 the patient reported to the surgeon that he was experiencing impotence. The physician presribed viagra which the patient wa moderately responsive to. The surgeon stated that no further therapy is expected and that he believes the impotence will resolve with time.